Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was implanted during a stent placement procedure performed on an unknown date as part of the e7034 wallflex biliary preoperative drainage clinical trial. On (B)(6) 2016, it was noted that the patient had a fever related to cholangitis due to stent occlusion. It was reported that the stent was partially occluded with pus. The patient was hospitalized on (B)(6) 2016 and was treated with an unknown medication. The patient underwent an inpatient biliary reintervention on (B)(6) 2016, during which a 10mm x 60mm wallflex biliary uncovered stent was implanted stent-in-stent. On (B)(6) 2016, an assessment of biliary obstructive symptoms was taken and reported right upper quadrant pain, jaundice, and dark urine. The patient¿s karnofsky score was 80. Liver function tests were also taken on (B)(6) 2016. The patient was discharged from the hospital on (B)(6) 2016. **additional information received on october 14, 2016** on (B)(6) 2016, the patient did not experience fever but only cholangitis due to stent occlusion.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) stent blocked/occluded. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was implanted during a stent placement procedure performed on an unknown date as part of the e7034 wallflex biliary preoperative drainage clinical trial. On (B)(6) 2016, it was noted that the patient had a fever related to cholangitis due to stent occlusion. It was reported that the stent was partially occluded with pus. The patient was hospitalized on (B)(6) 2016 and was treated with an unknown medication. The patient underwent an inpatient biliary reintervention on (B)(6) 2016, during which a 10mm x 60mm wallflex biliary uncovered stent was implanted stent-in-stent. On (B)(6) 2016, an assessment of biliary obstructive symptoms was taken and reported right upper quadrant pain, jaundice, and dark urine. The patient's karnofsky score was 80. Liver function tests were also taken on (B)(6) 2016. The patient was discharged from the hospital on (B)(6) 2016.